Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an ent surgery, the tip of the precise xp wand did not perform the process with plasma in the ablation, it only cauterized the patient's amygdala causing a large crust in the region where the intracapsular was performed on the amygdala. The procedure was successfully completed with non-significant surgical delay using a s+n back-up device. No further complications were reported. As per investigation results, the electrode had one wire detached.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode has one wire detached. Product was out of the original packaging. No packaging returned. During functional evaluation the device was plugged into the controller and registered settings (7,3). The wand was able to generate plasma and coagulation, there was loss of power due to damaged electrode wire. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states two customer-provided (undated/unlabeled) photos appear show the wand inside of the patient¿s oral cavity (wand tip not fully visible). However, a photo of the returned device revealed a missing electrode wire on the wand tip. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. There was no report on the location of the missing electrode. It is unknown whether the electrode wire, was retained/recovered. The coblation wands are manufactured and intended as externally communicating devices and are not approved for long-term internal tissue exposure and long-term implantation data is not available. However, if the electrode wire is retained inside the patient, the potential for micro-motion and/or migration, and local skin irritation/discomfort cannot be rule out. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: 1) the wire broken inside the wand cable, 2) the wire is damaged between the transition of the handle and the shaft. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an ent surgery, the tip of the procise xp wand did not perform the process with plasma in the ablation, it only cauterized the patient's tonsil causing a large crust in the region where the intracapsular was performed on the amygdala. The procedure was successfully completed with non-significant surgical delay using a s+n back-up device. No further complications were reported. As per investigation results, the electrode had one wire detached.